Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Per customers note, the wrong cable was used with the unit. The fse performed functional testing and safety checks. The unit passed all functional and safety checks per factory specifications. In addition to functional testing, the fse checked the blood pressure (bp) gain and tested pin outs on the bp transducer cable. The unit was then returned to the customer and released for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not zero. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.